Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #a9dv07. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device inside of its unopened packaging was returned. During the visual inspection of the package, the tyvek of the packaging was damaged; the damage was noted to be from the outside in. However, the sterility was not compromised. The sales unit carton was not received. Additionally, photos were provided and it showed the condition of the reported event. The reported event is confirmed. Due to the damage found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. Manufacturing record evaluation was performed for the finished pse60a, with lot number a9dv07, and no non-conformances were identified. Manufacturing date: aug 31, 2023. Expiration date: jul 31, 2026.

Manufacturer narrative:
(B)(4). Date sent: 12/19/24 d4: batch #unk. Additional information was requested, and the following was obtained: was sterility compromised as a result of the packaging damage? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pse60a, with lot/batch number a9dv07, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before a lap gastrectomy procedure, it was observed that the packing of the device was damaged. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.